Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a max air in line alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that the twist clamp of the transfer set was cracked and broken which resulted in a leak. The patient received prophylactic antibiotics as precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. There were no leaks observed from the connectors, connections or the tubing. Low priority alarms, during use, occur when the amia device detects a significant volume of air in the patient or solution lines. Therefore, there were no issues on the returned transfer set that could have attributed to the reported alarm. The reported alarm condition was not verified. A visual inspection with the naked eye noted a broken and bent occluder foot. Functional clear passage testing was performed with no issues noted. Functional leak and clamp function testing were also performed which revealed flow through the set with the twist clamp in the closed position. The leak through the set was due to the broken/damaged occluder feet. The reported condition of damaged broken transfer set was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.